Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the issue after reseating the endoscope and clutched the instrument arm clutch to restore the correct orientation. No site visit was conducted. The endoscope was functioned as intended, and no further action was required. The endoscope would not be returned.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the endoscope image was upside down. Prior to calling, they said they had disconnected and reseated the camera on the arm, but issue persisted. The tse recommended trying to flip the orientation via the touchpad button for scope orientation, but the surgeon stated it had the same effect. The tse then recommended trying to reseat the camera and clutch, then re-clutch. In the middle of the explanation, another nurse said it looks like they were good now. The caller then confirmed they were good to go. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter do not remember the endoscope serial no. The endoscope was working as expected and would not be returned.